Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an implantable cardiac monitor exhibited false pause episodes. No resolution was reported, and the patient was stable.

Event description:
New information received on jul 22, 2019, indicates that the patient presented remotely with more undersensing episodes. Programming changes were made, however undersensing was still seen. The clinic was to monitor the patient. The patient was stable.